Event description:
It was reported that the distal tip of the guidewire detached. A 185cm pt2 moderate support guidewire was selected for procedure. During withdrawal, the distal tip of the guidewire detached. Approximately 1.5 cm distal part of the guidewire remained in the patients coronary artery. The wire has not been in a jail position and kinking has been seen on the coronary artery. The procedure completed with this procedure. There were no further patient complications, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the guidewire was found kinked. Microscopic inspection of the guidewire showed the guidewire detached at the distal tip. Dimensional inspection was performed and the distal, medium and proximal of the guidewire were within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the distal tip of the guidewire detached. A 185cm pt2 moderate support guidewire was selected for procedure. During withdrawal, the distal tip of the guidewire detached. Approximately 1.5 cm distal part of the guidewire remained in the patient's coronary artery. The wire has not been in a jail position and kinking has been seen on the coronary artery. The procedure completed with this procedure. There were no further patient complications, and the patient was stable. It was further reported that the 99% stenosed target lesion in the none tortuous and none calcified proximal intermediate branch. The target lesion itself was not tortuous, but the distal part of the vessel was tortuous. The guidewire was in the distal part of the vessel. The guidewire broken due to the distal part of the vessel was kinking force. The physician did not make any attempts to retrieve the detached guidewire fragment because it was impossible to snare it without the chance of serious complication. The target lesion was treated successfully with another device. The patient is doing well.

Event description:
It was reported that the distal tip of the guidewire detached. A 185cm pt2 moderate support guidewire was selected for procedure. During withdrawal, the distal tip of the guidewire detached. Approximately 1.5 cm distal part of the guidewire remained in the patient's coronary artery. The wire has not been in a jail position and kinking has been seen on the coronary artery. The procedure completed with this procedure. There were no further patient complications, and the patient was stable. It was further reported that the 99% stenosed target lesion in the none tortuous and none calcified proximal intermediate branch. The target lesion itself was not tortuous, but the distal part of the vessel was tortuous. The guidewire was in the distal part of the vessel. The guidewire broken due to the distal part of the vessel was kinking force. The physician did not make any attempts to retrieve the detached guidewire fragment because it was impossible to snare it without the chance of serious complication. The target lesion was treated successfully with another device. The patient is doing well.